Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right ventricular (rv) lead exhibited intermittent noise oversensing resulting in pacing inhibition. The rv lead was programmed from bipolar to unipolar and the rv sensitivity was decreased. The patient was in stable condition.